Event description:
It was reported that the patient presented to the hospital after receiving appropriate therapy for ventricular fibrillation. Upon interrogation, ventricular undersensing was noted to due to varying r-wave amplitude. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.